Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - use after damage.

Event description:
It was reported that prior to use it was observed that the 7.0x40mm absolute pro self-expanding stent was a bit flowered; however, the device was inserted into the anatomy. The stent had to be removed manually. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was unable to be replicated in a testing environment due to the condition of the returned device (stent fully deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, prior to use it was observed that the 7.0x40mm absolute pro self-expanding stent was a bit flowered; however, the device was inserted into the anatomy. It should be noted the absolute pro .035 peripheral self-expanding stent system instruction for use (IFU) states: ensure that the stent is fully covered by the sheath. Do not use if any defects are noted. The deviation of the IFU did not contribute to the reported premature activation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while unpackaging the device/removal from the dispenser coil and/or during preparation for use resulted in the noted stent sheath kink and the noted inner member bend causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.